Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of IV spike falling out of the bag could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. The issue has been investigated with bd rep provided samples previously and dimensions and drawings were all up to iso standard and there were no issues found with the spike.

Event description:
It was reported that the bd alaris secondary set experienced component separation and leakage. The following information was provided by the initial reporter: the secondary tubing slipped out of IV antibiotic bag - this rn spiked secondary tubing into meropenem antibiotic bag and instantly the spike slipped out and spilled everywhere.